Manufacturer narrative:
Product event summary: analysis found that the device sensed low intermittently and the lead connection was broken. As a result the main board was replaced and the lead connection flex assembly was replaced. The device then passed functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.